Event description:
Approx 14 days after implant, the pt's staples were draining. The hcp reported, the pt had an infection. The pump was explanted. The pt recovered without sequela. The pump was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump and sutureless connector have been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.